Manufacturer narrative:
. A4: weight: 70.8kgs . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was attempted to be used for hemostasis after treatment of a stenotic lesion of the right common iliac artery (cia). However, the locator/insertion sheath assembly was unable to be inserted into the artery over the supplied guidewire. Considering the difficulties during the treatment and the patient's reaction, the device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. It was reported that this was a difficult case with a tough puncture site and a treatment time of one hour forty-five minutes. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). It is unknown whether a pre-deployment angiogram was performed or not. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. There was calcification around the puncture site. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, an unopened foil pouch, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated with no damage or issues noted. The complaint could be confirmed for insertion difficulty of the sheath and locator. The exact root cause could not be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue during insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).